Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found the lens haptic torn, bent, with debris on the lens. Corrected data: g6 - disregard previous supplemental #2. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.00/+2.0/078 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was reported as having a high vault. The lens remained implanted. The cause of the event was due to the device. Medication was prescribed, clear cornea, centered icl, with iris pigments on lens. This was the replacement lens for MFR. Report # 2023826-2020-03217.

Manufacturer narrative:
Additional information: b5 - it was later reported that the patient also experienced elevated iop, significant reduction of irido-corneal angles. On (B)(6) 2020 the lens was exchanged with a shorter length lens and the problem was resolved. It was noted the patient was still on azarga and lumigan. Health effect clinical code: 4581 - significant reduction of irido-corneal angles. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim #(B)(4).